Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 80 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a 50% decrease in their hemoglobin in which labs confirmed. The patient was transfused with 2 units of packed red blood cells (prbc). Gastrointestinal (gi) will be consulted for possible work-up. Anticoagulant at the time of event was warfarin and aspirin. The patient is reported to be feeling well and discharged home and is planned to have their hemoglobin and hematocrit monitored closely and follow as an outpatient. No further information was provided.